Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (ess205) inserted for sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia (bleeding between periods"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy (partial),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia and iron deficiency anaemia had resolved and the psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for bleeding, psych injury, bladder/urinary problems, fatigue, hair loss, hormonal changes, migraine, headache, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(unspecified)bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: new events dysmenorrhea, dyspareunia , abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), anemia, psych injury, urinary tract infection,urinary tract disorder, vaginal infection, vaginal discharge, bladder problems, bladder infection, fatigue, hair loss, hormonal changes, migraine, headache, weight gain, apareunia were added and event pelvic pain, genital bleeding outcome updated "recovered /resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Previously administered products included for contraception: yasmin from 2002 to (B)(6) 2007. Concomitant products included alprazolam (xanax) since (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("anormal bleeding(vaginal)"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). In (B)(6) 2014, the patient experienced depression ("depression/psych injury"). In (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia and vaginal haemorrhage had resolved, the bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, female sexual dysfunction, mood swings and hot flush outcome was unknown and the weight increased, depression and anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for bleeding, psych injury, bladder/urinary problems, fatigue, hair loss, hormonal changes, migraine, headache, weight gain. Legacy device report num,( B)(4) , medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. X-ray - on (B)(6) 2007: bilateral essure devices in place with no evidence of leakage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events mood swings, hot flashes, urinary tract infection, anxiety and abnormal bleeding (vaginal) were added. Reporter information was added. Lab data, medical history and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.